Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user¿s freestyle libre 3+ sensor initially failed to pair with the ilet bionic pancreas system, and after guided troubleshooting the sensor was restarted on the pump and scanned with the phone, which then displayed a warmup status consistent with successful reconnection. No clinical signs, symptoms, or conditions were reported, and blood glucose remained unaffected. Outcomes included resolution of the pairing issue with no alerts or alarms and no need for medical care. User support included education, verification of device behavior during sensor start and warmup, and confirmation of expected communication between the sensor, phone, and pump. Investigation of this case revealed that the initial pairing failure was transient and resolved through standard restart and pairing procedures, with device components functioning as expected once warmup initiated. It was concluded, based on previously established findings for similar reports, that user-facing connectivity and workflow steps were the most likely cause, addressed by routine troubleshooting.